Event description:
A surgeon reported that an intraocular lens (iol) rotated following surgery. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) rotated following surgery. Additional information was requested. Smdr #1 additional information was received from the surgeon who stated the patient experienced a change from very good vision to very blurry vision postoperative day one. The lens was repositioned. Following the repositioning of the lens, the lens rotated 25 degrees again.

Manufacturer narrative:
Evaluation summary: the device was not returned; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).